Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12231. The pt reported he only has stimulation in the left leg. Attempts to reprogram for the right leg resulted in abdominal stimulation. Further attempts to reach the pt have been unsuccessful. Note this pt has two leads of the same model from two different lot numbers, therefore both leads are being reported.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.